Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported after insertion of the 4 fr power solo PICC and removal of the introducer, the PICC nurse noted that there were no centimeter (cm) markings visible on the catheter starting at the wings. The catheter was withdrawn to approximately 15 cm to assess the presence of markings. No cm markings were visible from the wings to the 15 cm point. The catheter was not withdrawn further due to concern that it would not be possible to advance it again safely. It was later identified that the cm markings were located at the distal end of the catheter, as the catheter had been trimmed to 50 cm prior to insertion. The point at which trimming occurred before insertion was not visualized. No further information was provided. The PICC was not removed at the time of complaint.